Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was unpacked for an endoscopic retrograde cholangiopancreatography (ercp) procedure to be used in the common bile duct (cbd) on (B)(6) 2020. According to the complainant, while unpacking, it was found that there was a tear in the silver product packaging that was believed to compromise sterility of the device. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.